Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events capsular contracture, granuloma and rupture was received on june 17, 2025 with lot number 3166473. Based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe. - granuloma: unable to observe. - rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device "rupture", "capsular contracture baker grade IV", "pain and mammary deformation with ultrasound", " several pseudonodular hyperechogenic images are observed with "snow storm" artefact in the left periprosthetic area and in surrounding breast tissue, in relation to siliconomas". The device has been explanted and replaced. Treatment: device removal, capsulotomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and siliconoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, siliconoma.

Event description:
Healthcare professional reported left side device "rupture", "capsular contracture baker grade IV", "pain and mammary deformation with ultrasound", " several pseudonodular hyperechogenic images are observed with "snow storm" artefact in the left periprosthetic area and in surrounding breast tissue, in relation to siliconomas". The device has been explanted and replaced. Treatment: device removal, capsulotomy.